Event description:
It was reported that this battery pack of the zimmer pulsavac plus device produced heat after surgery. And the batteries had a leak. Only the battery pack part was available for return from the customer. Additional info indicates that there was no pt/user harm or injury associated with the report. Since the reported issue was noted after surgery, there was no surgical delay or alternate device needed during the surgical procedure.

Manufacturer narrative:
With the provided information, the customers reported event is confirmed. However, with the available information the true root cause cannot be ascertained. All of the reported information denotes "after surgery". Historically, when this type of reported event occurs after surgery it is due to the customer cutting the electrical wires with the batteries still in the battery pack. The product instructions for use (IFU) warns that the batteries should be removed from the battery pack and that the battery cable should not be cut. If the battery pack cable is cut, the potential for the batteries to heat up and eject the anode has been addressed in the IFU and in the risk assessment. In addition, the device IFU and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn. The most likely cause for this incident is improper disposal of the devices in contradiction of the IFU warnings.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch wil be submitted once the device has been returned and the investigation is complete.